Event description:
Customer reported error code on boot-up, 18th arrow not showing, then "charge failed error" is displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep troubleshoot error, traced charging signal and found filament driver pcb faulty; voltage drivers found to be open causing signal to be interrupted in pcb. Parts on order. He replaced filament driver pcb, tested unit and found working as per ge/oec specs. Returned unit back to service.